Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced with corneal burn occurred at the main incision immediately after initiating the sulcus in the first sculpting step of the cataract procedure. The cornea turned white and with folds, which remained very incontinent during the entire surgical procedure and due to this, suture was required in the incision. The next day patient was presented with a cornea with marked edema in the incision, and a tight suture that induced astigmatism.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced with corneal burn occurred at the main incision immediately after initiating the sulcus in the first sculpting step of the cataract procedure. The cornea turned white and with folds, which remained very incontinent during the entire surgical procedure and due to this, suture was required in the incision. The next day patient was presented with a cornea with marked edema in the incision, and a tight suture that induced astigmatism.

Manufacturer narrative:
The company representative (did not) confirm nor replicate anything that would have contributed to the reported issues. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. During a similar complaint review, for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).